Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 24 hours after the start of continuous renal replacement therapy with an unspecified type of prismaflex set, the return pressure port was observed to be "contaminated and clogged with blood." There was no report of patient injury or medical intervention associated with this event. No additional information is available.